Event description:
Rep was removing a screw from a demo reflex hybrid plate when the draw shaft tip broke off inside the screw. The screw cannot be used as a result of the breakage and the shaft also cannot be used.

Manufacturer narrative:
Method - complaint history analysis, mfg record review, risk assessment and visual inspection. Results - complaint history analysis, 25 complaints related to inner shaft tip-deformation. Previous investigations concluded failures were the results of user-error. Mfg record review. No discrepancies noted that could be related to this issue. Risk assessment. Failure occurred during demonstration with no pt interaction. The inner shaft is made of a (B)(4) to mitigate the risk of a broken piece remaining in the pt. There are other instruments in the kit that can be used to remove the screw in case of a failure of the inner shaft. Visual inspection. Confirmed broken 2mm tip fragment. Instrument also bent, may have been caused during shipping. Conclusion: instrument tip broke during demonstration, most likely cause is user-error. The surgical technique states that when the extractor is attached to the screw, pivoting or angulation should be avoided. The inner shaft is made of a biocompatible stainless steel to mitigate any risks to the pt.